Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 30 mg/dl, resulting in a car accident and a broken leg. The cause of low bg was unknown; however pump data review by tandem technical support showed customer delivered two boluses of 23 units and 25 units prior to the reported event. Subsequently, customer was hospitalized. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.